Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2004. It was also reported that the patient developed an infection in 2011 and antibiotic spacers were implanted (B)(6) 2011. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: early or late postoperative infection, and allergic reaction. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00071 / 000072 / 00151). The user facility was notified of the event on january 20, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of device found evidence that the locking bar had an indentation on the face. Based on the geometry of the indentation, it was likely caused by loading of the locking bar against one of the metal stands on the base plate. In order for the locking bar to be loaded in this way, the femoral component would have to be riding on or close to the front edge of the tibial bearing. There were no reports of the locking bar being fractured pre-operatively. There is no evidence to suggest the cause of the fracture. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.